Event description:
Case description: investigation result: novofine batch number unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation results updated. Annex b, c, d and g codes added. Narrative updated accordingly. Final manufacturer's comment: 22-jan-2021: the suspected device (novofine needle) has not been returned to novo nordisk for evaluation. Batch number of needle unknown, so not able to perform batch trending analysis or reference sample analysis. With limited information regarding the handling of suspected device, it is not possible to identify a clear root-cause of the experienced adverse event. Considering the nature of technical complaint, it could be related to incorrect product handling. H3 continued: evaluation summary; investigation result: novofine batch number unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Pen needle broke, and entered the abdomen [injury associated with device]. Case description: this serious spontaneous case from (b)(67) was reported by a consumer as "pen needle broke (needle broken)," with an unspecified onset date, "pen needle broke and entered the abdomen(needle injury)," with an unspecified onset date, and concerned a female patient (age was not reported) who was treated with novofine (needle) from unknown start date for "device therapy." Patient's weight, height, and body mass index was not reported. Current condition: diabetes mellitus (type and duration was not reported). Concomitant products included: insulin. On an unknown date, novofine (pen needle : gauge/length were unknown) broke, and entered the abdomen. Batch number of novofine has been requested. Action taken to novofine was not reported. The outcome for the event "pen needle broke(needle broken)" was unknown. The outcome for the event "pen needle broke and entered the abdomen(needle injury)" was unknown. No further information available. "In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples."